Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact on the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.